Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed preventive maintenance, replaced the de-ionized water container, and adjusted the sample and reagent probes. The cse cleaned the wash manifold and luminometer. Dark counts were tested, and resulted as expected. The incubation ring was adjusted and the cuvettes were investigated for leaks, and none were observed. Acid and base pumps were also checked, and were running properly. Additionally, the peristaltic tubings were replaced. The cse did not find an instrument issue. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result, above the cutoff for mandatory confirmation testing, was obtained on an advia centaur cp instrument. The discordant result was not reported to the physician(s), as it was not compatible with the clinical picture and a (B)(6) antibodies to (B)(6) result obtained for the patient. The sample was repeated on the same instrument, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.